Event description:
A false negative advia centaur (B)(6) result was obtained on a pt sample. The pt had two different samples drawn on the same day. Both results for the samples were negative with the advia centaur method and positive when tested by four other methods. The second pt sample was also tested with the confirmation method (B)(6) score and the result was positive with the presence of ((B)(6)) and (B)(6). On (B)(6) 2009, a new sample was obtained from the pt and tested with siemens enzygnost (B)(6) integral ii and bio-rad genscreen (B)(6). The result was positive for both methods. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant advia centaur (B)(6) results with other methods.

Event description:
A false negative advia centaur (B)(6) result was obtained on a pt sample. The pt had two different samples drawn on the same day. Both results for the samples were negative with the advia centaur method and positive when tested by four other methods. The second pt sample was also tested with the confirmation method (B)(6) score and the result was positive with the presence of (B)(6) and (B)(6). On (B)(6), 2009, a new sample was obtained from the pt and tested with siemens enzygnost (B)(6) integral ii and bio-rad genscreen (B)(6). The result was positive for both methods. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant advia centaur (B)(6) results with other methods.

Manufacturer narrative:
The cause for the false negative advia centaur (B)(6) result is under investigation. The customer is sending the pt sample to siemens healthcare diagnostics for further testing.

Manufacturer narrative:
The cause for the false negative advia centaur (B)(6) result is under investigation. The customer is sending the pt sample to siemens healthcare diagnostics for further testing.